Event description:
Patient advised that he has received a replacement for nebulizer from MFR and the replacement is also having the same issues. Details of issue unknown, unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective rx is available for return, unknown if md is aware, no further info reported. Product lot number and expiration date unknown. Pt: 4580. Device: 2588. Ref: mw5187899.